Manufacturer narrative:
The hill-rom tech found the bed scale was not zeroed correctly before pt placed on bed. . A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The tech zeroed the scale correctly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was weighing off by 100 pounds. The bed was located at the account in ICU 12. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).